Event description:
It was reported that an ilet user experienced persistent hyperglycemia, with the ilet displaying 209 mg/dl while a fingerstick measured 182 mg/dl, after a recent site change and with no observed leaks or kinks; the user later received a low insulin alert and was advised to change the cartridge, opting to wait briefly before doing so. Customer care provided support that included remote assessment, review of infusion set status, and guided site change. Investigation of this case revealed an unclear cause of hyperglycemia with a possible contribution from low insulin volume, as suggested by the device alert, though no infusion set issues were identified. No clinical symptoms associated with elevated blood glucose. Outcomes included troubleshooting support and education with a plan for user-led follow-up. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.